Manufacturer narrative:
The device was received for evaluation attached to a syringe. Visual inspection revealed that the tubing was separated from the two piece luer lock assembly. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after removing the blue cap, the entire end came off the one-link tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.